Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure snugness was felt when advancing the rx rocket over another company's guide wire prior to entering pt anatomy. Removal of the balloon catheter from the guide wire revealed balloon catheter tip separation. Reportedly no pt injury was associated with this event.